Event description:
It was reported that during pre-test, a hole was noticed in the package. The product was not used. No patient injury reported. No further information available for this complaint.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. A product sample and three (3) pictures were received for evaluation. Visual and functional testing were performed. Visual inspection found damage in one of the unit packages. Functional testing found based on the test performed, it is concluded that failure reported could be reproduced by bending the package and applying pressure. The probable root cause is that the product became damaged in transit. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly.